Manufacturer narrative:
According to the gore® viabahn® vbx balloon expandable endoprosthesis instructions for use (IFU), possible adverse events and complications that may occur with the use of this device or in any endovascular procedure and require intervention include, but are not limited to: endoleak and/or endotension. Emdr section h6 codes updated to reflect results of investigation.

Event description:
The following was reported to gore on (B)(6) 2024 from the (B)(6) database: on (B)(6) 2020, this 75 year-old patient underwent endovascular treatment for a thoracoabdominal aneurysm. The patient was treated with a bolton branch device and eight gore® viabahn® vbx balloon expandable endoprosthesis devices to the celiac trunk, superior mesenteric artery, right renal artery, and left renal artery. The vbx devices were successfully navigated to the intended location and successfully deployed. Device catheters were successfully removed. The devices were noted as patent at the end of the procedure. The patient was noted to have an endoleak type 3 involving the bilateral renal arteries on (B)(6) 2021. This resulted in endovascular reintervention. Endovascular reintervention in the right and left renal arteries occurred on (B)(6) 2021 in which two gore® viabahn® vbx balloon expandable endoprosthesis devices (B)(6)) were placed. The devices were patent at the end of the procedure. The patient was noted to have an endoleak type ic involving the right renal artery on (B)(6) 2021. This resulted in endovascular reintervention on (B)(6) 2021. The endoleak was noted to be related to the vbx stent-graft.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the associated subject/study number. C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
After further investigation, it was determined the complaint was previously reported as serious injury in manufacturer report number 2017233-2024-04647. This event was inadvertently duplicated and is therefore retracted.